Manufacturer narrative:
The investigation has determined that a lower than expected vitros immunodiagnostics product total b-hcg ii (bhcg) result was obtained from repeat testing of a single patient sample tested on a vitros xt7600 integrated system when compared to the initial result obtained from the same sample. The assignable cause of the event was user error associated with improper sample storage protocol. The customer stored the sample frozen without removing the serum from the cells. It is unknown if the samples contained a gel barrier. The vitros bhcg instructions for use states the following: ¿samples should be thoroughly separated from all cellular material. Failure to do so may lead to an erroneous result. Serum and plasma samples may be stored for up to 4 weeks at -20 °c¿. Within the timeframe of the event, historic vitros bhcg quality control results were acceptable, indicating vitros bhcg reagent lot 3340 was performing as intended and did not likely contribute to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros bhcg reagent lot 3340. Based on the historic vitros bhcg quality control results, there is no indication the vitros xt7600 integrated system was not performing as intended. Email address for contact office above is (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report lower than expected results obtained from a single patient sample using vitros immunodiagnostics product total b-hcg ii (bhcg) reagent on a vitros 7600 integrated system. The results were lower than expected when compared to the initial results obtained from the same sample. Patient sample 1 bhcg result of 436 miu/ml versus the expected result of 1037 miu/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros bhcg result was not reported from the laboratory and there was no reported allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).